Manufacturer narrative:
As reported, the bard/davol hydrosurg laparoscopic irrigation system started to smoke at the end of procedure. The subject device has been returned. Evaluation identifies the ingress of saline fluid beyond the motor mount and into the unit. Condition resulted in a thermal event (short circuit) related to saline in contact with the circuit board. Based on our evaluation and the condition of the device, the root cause is identified as manufacturing related. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported per mi case# (B)(4): on (B)(6) 2022 a bard/davol hydrosurg irrigator device started to smoke at the end of the procedure. It was reported that the device was immediately removed from the room and removed the battery. As reported, they were able to complete the procedure and no patient harm was reported.